Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml w/o had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: there is a small piece of syringe material inside the syringe barrel.

Event description:
It was reported that syringe 50ml w/o had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: there is a small piece of syringe material inside the syringe barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-28. H6: investigation summary: 1 sample was returned to sbdm, lot number is 1004243. Visual inspection of the received complaint sample: sbdm conducted visual inspection of the complaint sample and suppose that it may be plastic pieces. Infrared spectrometry(ir) test: ir analysis of the complaint sample, the material of fm was polypropylene, the same raw material of plunger. House sample inspection of the complaint sample: sbdm conduct house sample inspection for the 3 lot numbers 1003263, 1004243 & 1004273, there was no issue. DHR review: sbdm review the manufacturing record of complaint sample (lot no. 1004243), there is no issue while manufacturing. Customer complaint record review: sbdm reviewed the customer complaint record of complaint sample, there is no same issue of the same product from other customer. Root cause: from investigation of syringe assembly process, the likely cause the fm in the barrel was occurred while the plunger was feeding to syringe assembly machine. However, the plunger was not moved to index of syringe assembly machine properly. Therefore, the plunger was broken, and the broken part was pushed by air and moved into the barre during starting or stop the assembly machine. H3 other text : see h.10.